Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported an error message occurred during aspiration. The physician selected a avx thrombectomy set for treatment in the left arm arteriovenous fistula. The device was primed and advanced into the patient, through a 6 french sheath, and started thrombectomy. The device aspirated about 2cc out of the patient. So it turned on for that tube pump and then an error message "saline tubing" popped up on the angiojet console. The console was turned off, turned back on, they tried to re-prime the catheter, but the device would not work. The procedure was completed with another of the same device and it worked fine. No patient complications were reported and the patient is fine/good.

Manufacturer narrative:
Device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error message occurred during aspiration. The physician selected an avx® thrombectomy set for treatment in the left arm arteriovenous fistula. The device was primed and advanced into the patient, through a 6 french sheath, and started thrombectomy. The device aspirated about 2cc out of the patient. So it turned on for that tube pump and then an error message "saline tubing" popped up on the angiojet console. The console was turned off, turned back on, they tried to re-prime the catheter, but the device would not work. The procedure was completed with another of the same device and it worked fine. No patient complications were reported and the patient is fine/good.